Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
The customer stated he generally runs four blood tests a day, but the contour next link memory shows only two readings on some days. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.